Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, was out of warranty, had begun process to obtain new device, and technical support was unable to confirm reported battery issue or gather additional details.